Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted thoracic surgical procedure, the customer reported to technical service engineer (tse) that one of the universal surgical manipulator (usm) arms were not working and gave a 32056 error. Tse reviewed error logs and found 32056 faults on usm 4. The customer stated that they also moved the vision side cart (vsc) as well. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a patient fixture test platform (pftp) where the sine cycle failed on yaw. Once testing was completed, the yaw searchlight assembly was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.